Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain on my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), joint swelling ("ankle brace"), genital haemorrhage ("bleeding over") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal) and ankle brace. Essure was removed. At the time of the report, the pelvic pain, joint swelling, genital haemorrhage and weight increased outcome was unknown and the amnesia had not resolved. The reporter considered amnesia, genital haemorrhage, joint swelling, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media follow up received: new event memory loss was added. Reporter from social media was added. Fup 4,5,6,7 processed together. On 23-mar-2020: social media content received - event weight gain and new reporter was added.fup 4,5,6,7 processed together. On 23-mar-2020: fup 4,5,6,7 processed together. On 23-mar-2020: new reporter was added. Fup 4,5,6,7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain on my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), joint swelling ("ankle brace") and genital haemorrhage ("bleeding over"). The patient was treated with surgery (removal surgery for essure) and ankle brace. Essure was removed. At the time of the report, the pelvic pain, joint swelling and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, joint swelling and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 9-mar-2020: this is a retention case. All the information: reporter¿s information. Events ¿ extreme pain on my left side, bleeding over. References details and source documents were transferred from deletion case no. (B)(4). On 20-feb-2020: social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced joint swelling ("ankle brace"). The patient was treated with ankle brace. At the time of the report, the medical device removal and joint swelling outcome was unknown. The reporter considered joint swelling and medical device removal to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.